Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges leakage in the infusion pump. Caller reported the leakage was in the cartridge compartment. No adverse event reported. Requested return of the alleged device for evaluation and replacement was provided.